Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was at end of life (eol). This device delivered shocked six times but was not able to pull the information. This ICD device was explanted. No additional adverse patient effects were reported.